Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure that was exacerbated by iatrogenic desynchrony from complete heart block and right ventricular pacing. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.